Event description:
Procedure type: lap-assisted hemi-colectomy. According to the reporter: the patient was returned to the operating room in 2007 for re-operation due to a staple line leak. Problem was fixed with additional stapler devices.